Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-08076; 0001825034-2018-08078. Medical products: vanguard cr ilok fem-rt 65 item# 183008 lot# j3858590 . Biomet cc I-beam tray 71mm item# 141223 lot# j3785775. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right primary knee surgery and subsequently the patient was revised for unknown reasons. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. A detailed complaint search could not be performed as the reason for revision is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.